Manufacturer narrative:
The returned, unused products from this lot were evaluated and found to be within specification for porosity. Since the actual product involved in the incident could not be returned for evaluation, the exact cause of the dr.'s experience is unk. Code 86: the mfg batch records for the device were reviewed. Code 100: the batch records were not atypical - no similar incidents against this batch.

Event description:
The fabric was implanted, in a pt who had been on aspirin up to one day before surgery, for a carotid angioplasty. The patch leaked from its wall and from the suture line. The dr applied thrombin soaked gelfoam, surgicel, thrombin spray and surgical-micro fibrillar to stop the bleeding. The leakage was slowed enough to place a drain and close the wound. The pt was in the o.r. An extra hr due to the bleeding. The patch was left in. The pt's condition is reported as stable. The dr does not necessarily believe that the patch was completely responsible for the bleeding. Note: it was additionally reported that the treatment with protamine to reverse the heparin was kept light due to the type of procedure.